Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.010.351; lot: l286946; manufacturing site: haegendorf; release to warehouse date: 22.mar.2017. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: selected flow(s): 2. Device interaction/functional. 2.1 visual inspection: the shipped back 03.010.351, insert-handle f/a2fn with the lot l286946, is in a used condition. No special or heavy used look. 2.2 functional test: the function test was executed according to the then valid inspection sheet and passed it. Following function gauges have been used: gauge article number 50160173 with gauge number 7592-h, gauge article number 60032334 with gauge number 9985-h , gauge article number 50161303 with gauge number 7592-h. 2.3 drawing/specification review: relevant design drawing was reviewed. The manufactured and current revisions of the drawings were reviewed, and no relevant design changes were identified. 2.5 material or hardness review: it can be confirmed that the correct components have been used when 03.010.351, insert-handle f/a2fn was assembled. The hardness of the article was measured with the hardness measurement device and asset number 12588-h and the actual value is 45.7hrc. The required hardness according the reviewed design drawing shall be between 40 hrc and 47hrc. Thus, the requirement of the hardness is fulfilled. 4.2 conclusion: during the manufacturing investigation, all relevant and significant characteristics according the aiming function were checked and passed the test. In accordance to the test results of the article 03.010.351. Insert-handle f/a2fn no misalignment or any other production error has been found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, expert¿ antegrade femoral nail (afn) - japanese was applied to surgery for both legs. While the surgeon was drilling the bone for the proximal locking screw, the drill bit interfered with the nail. This event occurred on both legs. After the event, the surgeon succeeded in drilling, and screws were inserted properly. The surgery was completed successfully within a 30-minute delay. There was no adverse consequence to the patient. This report is for an insertion handle for a2fn. This is report 1 of 2 for (B)(4).